Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds in unipolar, no capture in bipolar, and undefined bipolar and unipolar impedance qualified as high. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.